Event description:
While performing a service on a different issue. A field service engineer was infomed by customer about a critical high glucose value was generated by the synchron lx20 instrument. A patient sample was tested for glucose and the result was 540 mg/dl. The result was reported out of the lab. The lab retested the patient's original sample after realizing the elevated results were questionable. The repeated glucose result was 180 mg/dl. It is unknown if the erroneous result contributed to any changes to the patient treatment.